Event description:
Dear sir/madam, I need to draw your attention to faulty insulin syringe(s?) I just came across in a new box I opened. It refers to u-100 bd micro fine plus 0.5 ml syringes. The markings on a syringe of a new bag of 10 in a new box of 10 bags are incorrect. I administer 5 units of insulin for quite some time and, thankfully, I'm well used to how it should appear. I noticed that the 5 units mark was very different to normal. I attached photos of the incorrect syringe (the bottom one in the photo) next to the regular one along with the photos of the bag, it's box and the production code. I checked and this faulty syringe appeared to be a single one in this particular bag of 10. I have not opened the remaining bags in this box or the next one bought from the same company at the same time. Perhaps it was a one off situation or I may come across more incorrectly marked syringes in that same box. The second box I bought has the same batch number followed by a + sign. I'm looking forward to your instruction regarding using subsequent bags of syringes from the lot 3135483. Please contact me on my email xxxxxxx should you need any additional information. Yours faithfully.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.